Event description:
The customer reported, that they observed the probe of the ortho provue analyzer drip fluid into the reagent vial during testing. The customer was instructed by ocd call center to discard the reagents on board the instrument. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and determined that the probe was bent. A bent probe can result in probe drip. Replacement of the proper component has returned this instrument to its expected operation.